Event description:
It was reported that this pacemaker exhibited undersensing of the patient's atrial fibrillation (af). As a result, the pacemaker stored the event as a ventricular episode. The device remains in use. No adverse patient effects were reported.